Event description:
It was reported that the acunav 8f-90 ultrasound catheter was used for visualization in conjunction with the carto 3 system for a cryosurgery procedure. During the procedure, the user observed that the image on the screen had frozen. The user changed the port and the catheter; however, the issue still remained. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the procedure and the patient outcome but with no results.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original MDR was submitted with code 3190 for patient code, code 2905 for device code, code 3263 for method code, code 92 for conclusion code, which no longer exist. Code (B)(4) has been selected for health effect clinical code and code 4031 has been selected for medical device problem code (new fields). Note: this report is being submitted retrospectively per FDA request.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10); the date new information was received by manufacturer (see section g4); provide the type of report (see section g7); provide the type of reportable event (see section h1); provide the type of follow-up (see section h2); update the device evaluated by manufacturer (see section h3); update the event problem and evaluation codes (see section h6); and provide the device evaluation results (see section h10). The catheter referenced in this report was returned to siemens for investigation. Visual inspection showed a short-circuit burnt residue on the tab flex. The investigator conducted safety and performance tests and the catheter passed. The root cause of the reported phenomenon was due to saline solution contamination at the interconnect area of the catheter as evidenced by the burnt residue observed on the tab flex. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal. Reference complaint # (B)(4).